Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the hcp went through another attempt at syncing the clinician programmer and the programmer, and got the same message indicating the programmer was not bonded with the ins. This time, they selected the 'bond' option, as they had selected the other option the prior 2 attempts. It was noted that programmer worked fine with the ins separately, though only 1 program was available at this time. Patient was currently using program 1 at 0-3+, 1.7ma and got into the session fine. It was reviewed they would have to recreate the other 3 programs again because of loss of bonding between the ins and programmer. No further complications were reported.